Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an intrathecal unknown medication via an implanted pump. It was reported the patient was seeing the 8476 code on their personal therapy manager (ptm) last night and the hcp was calling to see what the code meant. It was reviewed this was the motor stall code. The patient did not recently have an MRI. The hcp had not interrogated the pump logs. Additional information was received from a company representative (rep) noted they planned to replace the pump tomorrow ((B)(6) 2020) and the pump would be returned for analysis. Patient symptoms were not reported. The event date was (B)(6) 2020. No further complications were reported

Manufacturer narrative:
H3: analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due to the shaft-bearing. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2020: fentanyl (concentration: 5,000.0 mcg/ml, dose rate: 240.8 mcg/day) and baclofen (concentration: 220.0 mcg/ml, dose rate: 10.59 mcg/day). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received via a consumer. The pump administered fentanyl and baclofen of unknown drug concentrations at unknown dose rates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-18, additional information was received from the patient. The patient's pump was replaced as planned on (B)(6) 2020. The cause of the motor stall was unknown.